Event description:
It was reported that after left ventricular assist device (lvad) replacement, changes in lead impedance were observed as well as oversensing likely due to the surgical procedure. The largest impedance changes were seen on the right atrial (ra) and right ventricular (rv) leads, with shock impedance dropping from 60 to 30 ohms. Noise was seen on the rv lead prior to lvad replacement, persisting post lvad replacement. Pacemaker mediated tachycardia (pmt) was also noted. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.